Event description:
In 2006, this pt received gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. A reintervention took place on a week earlier, using an add'l tag device.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of add'l devices implanted in this pt: tg3115/03942327. Tg3110/04708339. Tg2810/03620180.